Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on and unknown date and also stated that the insulin delivery was suspended due to sensor glucose and blood glucose level difference. The customer's current blood glucose was 104 mg/dl and sensor glucose level was 40 mg/dl. The customer experienced irritation symptoms as a result of high blood glucose. The sensor will not be returned for analysis.